Event description:
It was reported that during a revision surgery of matrix the surgeon had difficulties removing the matrix locking caps. The surgeon followed the suggested technique for cap removal, but it took quite some effort to remove the caps (1-2 minutes per cap). After difficulties, the surgeon decided to abandon the suggested technique, cut rods and used vice grips to get the remaining four locking caps/screws out. The revision was continued without any harm occurring to the pt; and pt was re-instrumented with new screws/locking caps and rods. Per additional info received, the pt was symptomatic and the revision occurred 2 days postop (original surgery (B)(6) 2011). The surgeon misplaced the screws during the original surgery and decided to reposition them. There were 6 screws in total 2 levels. For 2 of the screws the surgeon was able to remove the locking caps (these screws remained in the pt) for and 4 were removed by cutting rod and turning them out with vice grips. The 4 removed were replaced with new screws. There is no info about how many were malpositioned. This report is on the 2nd locking cap. This is 6 of 10 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). No sample was returned for eval. The lot number is unk therefore review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.